Manufacturer narrative:
The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. During the evaluation of the device, it was not possible to recreate the alleged scenario. The side support locking mechanism functioned correctly, locking and unlocking as intended. No other issues were detected that could have contributed to the incident. Based on the post-market surveillance data review and the results of the investigation, it appears that the side support might not have been locked or checked for locking during use. This is in line with the information received that customer staff were unsure whether the side support was properly locked or not. The instruction for use (IFU; 04.ba.05_15) states: - "warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." - "when raising the side support, make sure the two catches snap into place". Also, the patient should be positioned in the middle of the concerto stretcher: - "warning: to avoid falling, make sure that the patient is positioned in accordance with this IFU." "Both caregivers need to help the patient towards the middle of the concerto/basic shower trolley." In conclusion, the device was used for patient handling at the time of incident occurrence and in that way contributed to the event. No device malfunction was detected during the evaluation conducted after the incident, and the device was found to be in accordance with the manufacturer¿s technical specifications. However, as per the customer¿s allegation the side support unlocked, so the device did not perform as intended. This complaint was decided to be reported to the competent authorities due to indication of the patient fall which resulted in the injury.

Event description:
Arjo was notified of an event related to a concerto shower trolley. It was reported that a patient fell from the device as the side support opened. The patient sustained head injury but no more details regarding the patient's treatment were released by the facility.